Event description:
Patient complained of pain in tibial area.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation.

Manufacturer narrative:
An event regarding pain involving a tritanium baseplate component was reported. The event was not confirmed. Method & results: the reported device was not returned for evaluation. Medical records were not provided for review. The device history review indicated the device was manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there have been no other similar reported events for the lot referenced. Conclusions: the exact cause of the event regarding pain could not be determined from on the information provided. Pain can occur post-operatively for a number of reasons but it is a symptom rather than the cause of the issue. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient complained of pain in tibial area.